Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. No anomalies were observed on the controllers' pins. The controllers were able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Internal inspection of both controllers did not reveal any anomalies. As a result, the reported bent pin event was not confirmed. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Log file analysis revealed multiple intermittent decreases in power consumption and estimated flows within the analyzed period leading up to (B)(6) 2023 and fifteen (15) low flow alarms have been logged since (B)(6) 2023. Review of the available event log file associated with (B)(6) revealed a controller power up event with an associated pump start event logged on (B)(6) 2023 at 06:46:34. The data point prior to the loss of power revealed that no power source was connected to power port 1 and (B)(6) was connected to power port 2 with 98% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port 1 and (B)(6) was connected to power port 2. No anomalies were observed leading up to the loss of power. The controller was without power for twenty-two (22) seconds. (B)(6) 's log files revealed three (3) vad disconnect alarms were logged on (B)(6) 2023. The first vad disconnect alarm was logged at 11:40:54 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. A controller power up event was logged at 11:41:46 with the second vad disconnect alarm at 11:41:55 indicating the controller was power on without the driveline connected, likely due to troubleshooting. The vad disconnect alarm cleared at 11:42:06 indicating the driveline was connected and the successful pump start event logged at 11:42:12. The third vad disconnect alarm was logged on 12:18:33 indicating a physical disconnection of the driveline from the controller, likely due to a controller exchange. Review of the available controller log files associated with (B)(6) revealed that three (3) controller power up events were logged on (B)(6) 2023 between 11:57:00 and 12:00:46, likely in preparation of the controller exchange. (B)(6) log files revealed one (1) vad disconnect alarm was logged on (B)(6) 2023 at 11:59:52 due to the controller being powered on without the driveline connected. Further review of (B)(6) 's data log file revealed a data point was logged on (B)(6) 2023 was at 12:01:18 indicating the controller was connected to the pump but it had been set to the autorun-disabled mode, as described in the event details. According to instruction of use (IFU), if the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. This was followed by two (2) additional controller power up events without pumps start events, logged since 12:17:18, likely due to troubleshooting. No anomalies were observed within the data in the controller log files. As a result, the reported controller programming issue could not be confirmed. Review of the available controller log files associated with (B)(6) revealed two (2) controller power up events were logged on (B)(6) 2023 at 12:44:31 and 12:49:09, indicating the controller was powered on. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events, indicating the power up events occurred during the initial programming of the controller. (B)(6) log files then revealed a successful pump start event was logged on (B)(6) 2023 at 12:49:36, indicating the controller was put in use. As a result, the reported loss of power, low flow events, and vad stop event were confirmed; however, the failure to restart event could not be confirmed. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one attached power source. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the remaining controller power up events and vad disconnect alarms can be attributed to troubleshooting the reported controller exchanges. A possible root cause of the reported "not starting the vad manually" event may be attributed to the unintentional use of the vad stop command button on the monitor. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) d9: yes, return date: 09-may-2023 h3: yes dev rtn to MFR? Yes controller 2.0 (B)(6) d9: yes, return date: 09-may-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Newly received information indicates that the controller that did not restart the vad had a serial number of (B)(6) . Section h10 additional products controller serial number was corrected from (B)(6) and manufacturing data for that controller was also corrected, as follows: additional products: controller 2.0 d4: expiration date: 31-mar-2022 / serial #: (B)(6) \ UDI #: (B)(4) h4: mfg date: 19-mar-2021 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-jul-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-jul-2022 h5: no h6: patient ime code(s): e243 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a0708, a1107,a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-dec-2020 / serial or lot#: (B)(6) UDI #:(B)(4) d9: yes, return date: 09-may-2023 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-dec-2019 h5: no h6: patient ime code(s): e243 h6: imf code(s): f26 h6: img code(s): g04034, g04035, g0403401 h6: FDA device code(s): a12, a0708, a040609 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the controller exhibited a loss of power due to power port #2 "becoming disconnected," "fell off" and the patient thought that they saw a bent pin. During a controller exchange, when the clinician set up the back up controller on the monitor, they disabled the ventricular assist device (vad) stopped alarm. They then connected the controller without starting the vad manually and it failed to restart. Log file review showed that the controller had a loss of power and the vad exhibited multiple low flows. The controller was exchanged back to the primary controller and the vad started as expected. The two controllers were removed from service and the vad remains in use. No patient complications have been reported as a result of this event.